Event description:
11/2/93 glaucoma pressure regulator instilled os for severe angle closure glaucoma with previous failed filter and scarring. Pressure not controlled with iop of 40 again by 11/16/93. Medicine inadequate to control pressure. Gpr removed 11/30/93 and replaced with double plate shunt. Pressure has been good since replaced. Intraoperatively scar was found surrounding distal gpf end and prevented flow. Tube was patent once extracted.